Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1968 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that a nurse noted that the patient's PICC line dressing was stained with yellow coloured drainage, and the patient was taken to the hospital to assess. The PICC was flushed and no active leak was noted; however, after the device was removed, the PICC was flushed again and a gradual leak at the hub which is located near to the wing was noted.